Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent restenosis requiring intervention. Device issue: none. It was reported that in 2005, a pixel stent was implanted. Three months later, the vessel was treated with another company's drug eluted stent due to restenosis. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.